Manufacturer narrative:
Section d3 email, fax updated. Section g1 contact name, address, email, phone, fax and mfg site email, fax updated. A review of the complaint determined the adverse event is due to correct use of the assay. Use error may have occurred with the falsely elevated result as a retest gave the expected result indicating a possible sample handling/integrity issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. A ticket search for lot 35151un21 did not identify increased complaint activity related to the falsely elevated patient results. A review of ticket trending data for the architect stat troponin-I was performed. No adverse trends were identified related to the patient results. Historical performance of reagent lot 35151un21 was evaluated using world wide data for the troponin-I assay. All levels of patient medians are within the established limits. No unusual reagent lot performance was identified for lot 35151un21. The historical performance of the reagent lot will be used in place of retained file sample analysis. Device history record review was performed on lot 35151un21, which did not show any potential non-conformances, deviations, or non-conformances. Therefore, a product deficiency was not identified as the statistical evaluation indicates the assay performs per specification. Section d3 email, fax updated. Section g1 contact name, address, email, phone, fax and mfg site email, fax updated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat troponin-I that repeated negative. The account tested troponin with 0, 3, and 6 hour blood draws. On (B)(6) 2021, the patient generated architect stat troponin negative (0 hour), positive of 20.7 ng/ml (3 hour, sid (B)(6)) and underwent unnecessary catheter surgery, and negative (6 hour). The 3 hour sid (B)(6) was repeated for precision 5 times with negative results of 0.00 ng/ml. The account stated the sample was normal plasma with no fibrin clots seen. The account uses a troponin normal reference range of 0.000 to 0.045 ng/ml. No specific patient information was available. No patient information available regarding catheter surgery.